Event description:
It was reported that the patient presented with an implantable cardiac monitor that was in backup operation. No intervention was performed. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.